Manufacturer narrative:
Date of event is estimated. Weight is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken to address the issue wherein the lead was explanted.